Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported difficulty to advance and remove were confirmed. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database and similar incident review for this product were not performed since the part and lot numbers were not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Factors that may contribute to the difficulty to advance/position or difficulty to remove the guide wire and cause resistance between the devices may include, but not limited to, manufacturing, device placement technique, guiding catheter support, anatomical conditions/patient anatomical morphology, inner diameter of guide wire lumen or delivery device, outer diameter of the guide wire, condition of the guide wire, condition of the delivery device, coagulation of blood or procedural contaminates. The investigation was unable to determine a conclusive cause for the reported difficulty to advance the sds over the guide wire. As there were no reports of the guide wire encountering resistance with the anatomy during initial advancement, it is possible that the anatomical conditions restricted the clearance of the guide wire lumen causing resistance and the difficulty to advance the sds over the guide wire; however, this could not be confirmed. Further manipulation of the devices against resistance likely caused damage to the inner member causing the guide wire to get stuck or freeze in place locking both devices together and the difficulty to remove. The noted damages to the guide wire likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture. The UDI is unknown because the part and lot numbers were not reported.

Event description:
It was reported that the procedure was to treat a mildly calcified unspecified lesion. The ht balance middleweight (bmw) elite guide wire became stuck with the 2.5x12mm xience skypoint stent delivery system (sds) during advancement. The guide wire and the sds were removed as one unit. Another xience skypoint and bmw elite was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional device is filed under a separate medwatch report number. The UDI is unknown due to the part/lot number was not provided.